Event description:
It was reported that event log files were submitted for review. The event log files captured driveline communication fault alarms on (B)(6) 2024 at 12:23.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The alarms were cleared from the system monitor. No equipment was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log files captured driveline communication fault alarms on (B)(6) 2024. No other notable events were captured. Pump function was not interrupted by these alarms, and the pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook rev. D are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.